Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had skewed shields. The following information was provided by the initial reporter: "before use this batch, the customer found 2ea tubes shield skew."

Manufacturer narrative:
H.6. Investigation summary. Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for size deviation of the hemogard shields with the incident lot was not observed. Additionally, dimension testing of the customer samples was performed and size deviation of the hemogard shields was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had skewed shields. The following information was provided by the initial reporter: "before use this batch, the customer found 2ea tubes shield skew."